Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up. Upon review of the stored electrograms it was noted that the device exhibited post paced t-wave oversensing on the ventricular lead. The patient did not received therapy during the oversensing. The programming changes were made. No further information was available.